Event description:
It was reported that the pressure guidewire was inserted into the guide catheter and the physician noticed that it became stuck inside the guide catheter. The pressure guidewire did not exit the guide catheter. When the pressure guidewire was removed from the guide catheter, it was noted that the distal portion of the pressure guidewire was damaged and appeared to be curled. Another primewire prestige wire was placed inside the guide catheter but also failed to pass through. A third wire was used without any problems. There was no pt injury reported. The pt was discharged from the hosp as expected and in normal condition post procedure. The pressure guidewire was received by the MFR and during eval, it was observed that the distal part of the pressure sensor was missing from the device.

Manufacturer narrative:
(B)(4). The device was returned and investigated according to volcano policy. Although the MFR was initially notified that the guide catheter would be returned with the pressure guidewire, unfortunately, it was not sent. During eval of the returned pressure guidewire, it was observed that the hypotube was kinked in multiple locations. The distal part of the pressure sensor was missing from the device and the entire flexible coil was severely curled. The pressure sensor is fabricated from silicon wafer l: 900 + or - 4u and w: 244 + or - 4u) and is not readily seen on x-ray equipment commonly used in the cardiac cath; it may or may not appear on the cine or fluoroscopy depending on the size of the vessel. In the event that portion of the sensor was left inside the coronary artery, the following possible events could have taken place: vessel spasm, vessel closure due to thrombosis, ischemia on ECG and/or chest pain, and/or myocardial infraction of the impacted vascular bed. However, none of these possible events were reported. There was no pt injury reported. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. This event is being reported as it is not possible to determine when the pressure sensor became missing/broken. No further action is required.